Event description:
It was reported that the user consumed glucose tablets without announcing the meal to the ilet system, with blood glucose observed at 242 mg/dl initially and 234 mg/dl by the end of the call, and education on proper meal announcement and meal type selection was provided. Investigation of this case revealed user handling contributed to hyperglycemia due to an unannounced carbohydrate intake. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-management, and no hospitalization. Investigation included troubleshooting with the user and education on correct use. It was concluded that, based on previously established findings for similar reports, the device functioned as designed and that user education addressed the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.